Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Upon review, boston scientific technical services (ts) also noted this device stored two signal artifact monitor episodes suspected to be due to atrial fibrillation. However, ts also noted that the oversensing was related to the minute ventilation feature. Further testing was recommended and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).